Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lots delivered to the customer in the three months prior to the complaint occurrence date. A lot history review was performed for each lot. During the review, there were complaints reported on three lots there were four allegations made against he lots. None of these complaints report a cracked dialyzer as in the current investigation. The production record for each lot identified on the patient¿s sap delivery search was reviewed. Each lot had one approved temporary dn. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint on any of the lots. This includes non-conformance, rework, labeling, process controls, and any other occurrence in production. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
"."

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Hemodialysis clinic's patient care technician (pct) reported that there was a blood leak during hemodialysis treatment. The pct stated that the dialyzer was cracked, causing the blood leak. The volume of blood loss is unknown. It is unknown if the machine alarmed during the alleged event. Follow up with the clinic contact indicates that the patient continued with treatment on another hemodialysis machine. Dialysis machine was tagged and taken off the floor. There was no effect on patient outcome.